Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number-2017865-2020-05950. It was reported that during one day post implant procedure it was noted both the atrial and ventricular leads were found to be dislodged. The leads were repositioned on (B)(6) 2020. The patient was stable before, during and after the position.